Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex esophageal stents was received for analysis; the delivery system was not returned for analysis. Visual inspection revealed that the stent returned was fully expanded, deployed and unraveled. No other damages were noted to the stent. Product analysis could not confirm the reported event of stent partially deployed due to the condition the stent was returned (unraveled). The investigation concluded that the additional observed stent damage was most likely due to procedural factors as lesion characteristics, handling of the device, and the technique used by the physician (force applied). There is no objective evidence to confirm the reported event. Therefore, based on the available information, the most probable root cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release covered stent was to be implanted in the esophagus to treat a 5cm malignant stentosis during a stent implantation procedure performed on (B)(6) 2025. The patient's anatomy was tortuous. During the procedure, the stent was attempted to be deployed; however, the posterior segment of the stent could not be deployed. The stent was removed from the patient partially deployed and the procedure was completed using another ultraflex esophageal stent. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release covered stent was to be implanted in the esophagus to treat a 5cm malignant stenosis during a stent implantation procedure performed on march 26, 2025. The patient's anatomy was tortuous. During the procedure, the stent was attempted to be deployed; however, the posterior segment of the stent could not be deployed. The stent was removed from the patient partially deployed and the procedure was completed using another ultraflex esophageal stent. There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.